Manufacturer narrative:
An investigation of the returned reference sensor via inspection, housing seal test, simulated procedures found no issues with the sensor. The reference sensor returned was found to have conformal coating inside the sensor, which could cause the issue as described by the user. During testing the device performance was within normal limits, therefore the sensor was found to function as designed. There were no reported consequences, or impact to the patient.

Event description:
It was reported that the sensor gave very inaccurate cup placement readings. Nav unit had battery issues, and powered down.